Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k #k041584, UDI#: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty due to osteoporotic fracture. Intra-op, cement was reported to be very runny even after waiting for 20 minutes. The cement was still implanted in the patient. No extravasation of cement was noted in the patient and no adverse event was reported. There was a delay in overall procedure time due to this event; but no patient complications were reported.